Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device longer than 48 hours. The patient was taken to the emergency room and diagnosed with cellulitis. The patient describes the site as large, red and burning. The patient was treated with oral antibiotics and then a few days later received IV antibiotics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.